Event description:
It was reported that the tip of the baseplate inserter screwdriver broke while tightening the baseplate intraoperatively. The remanence of the broken tip was removed with a hemostat. The baseplate was secure and no replacement was required. Additionally, it was reported; the procedure was extended however the length of the extension is unknown.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the tip of the baseplate inserter screwdriver broke while tightening the baseplate intraoperatively. The remanence of the broken tip was removed with a hemostat. The baseplate was secure and no replacement was required. Additionally, it was reported; the procedure was extended however the length of the extension is unknown.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.